Event description:
Consumer claims that every time she uses the unit, she gets blisters in her mouth.

Manufacturer narrative:
(B)(4) 2012: consumer states that the problem started a month after she started using the toothbrush. Consumer states that her dentist provided colgate sensitive toothpaste. Consumer states that they are not allergic to any food. Consumer claims there were no stresses; sleep pattern was good and she was not sick. Consumer states that the blisters drew her to the conclusion that it came from the toothbrush. Consumer states that this has happened 3 times and the doctor is not sure if the toothbrush is the cause. Consumer claims that she has stopped using the unit and that her mouth has healed up. She did indicate that the doctor put her on medicine. July 6, 2012: we have not received the unit for analysis. We will file a follow up report within 30 days.